Manufacturer narrative:
On september 14, 2023, mentor completed an evaluation on an image that was provided of the suspect medical device. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 01, 2023, mentor was notified that the patient was scheduled for removal on august 28, 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture. Date of explantation: (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for both lot 5549310 and 5561973, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 50-year-old caucasian female patient underwent a breast reconstruction revision surgery with implantation of a 650cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured breast implant using ultrasound imaging. However, the affected side was not provided. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The date of implantation was provided to mentor as a best estimate. As the affected side was not provided, the lot/serial numbers for both products are being provided as left implant - lot number: 5561973 / sn: (B)(4) and right implant - lot number: 5549310 / serial number: (B)(4). The catalog numbers for both devices are the same. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On august 24, 2023, mentor received the following additional information. An updated explantation date was provided as august 24, 2023. Both the left and right breast implant devices were reported to be ruptured upon explantation. As such, this file has been updated to document the left complaint device. Refer to manufacturing report number 1645337-2023-10885 for the contralateral event. The following device information was updated. Lot: 5561973. Serial number: (B)(6). The healthcare professional reported the device was not returnable due to the condition. The complaint device has been retained.  As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. On september 14, 2023, mentor became aware that the patient underwent bilateral removal and replacement with 445cc mentor memorygel breast implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 25, 2023, mentor received the following additional information. The date of implantation was provided as (B)(6) 2005. The patient reported she also experienced swollen knees, pain, inflammation, depression, and hormonal imbalances. In addition, mammogram imaging was performed and she was suspected to have bilateral capsular contracture of the breasts. No baker grade ratings were provided. H6 health effect - clinical code e2402: generalized illness. Reason for device explant and/or reoperation: generalized illness, capsular contracture. Manufacturer¿s reference number: (B)(4).